Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately calcified and moderately tortuous right anterior tibial artery. The 2mm x 40mm x 145cm coyote es balloon catheter was advanced to dilate the lesion. The balloon was inflated for 60 seconds however, it ruptured at 8 atmospheres on the first inflation. There was no kink noted on the device prior to use and no resistance was encountered during the procedure. The device was completely removed from the patient. The procedure was completed using a 2.5mm coyote es balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).